Event description:
It was reported that pump had damaged charging port that required careful positioning to charge and sometimes shutdowns with insulin and supply waste. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.